Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: the following are listed under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿inadequate range of motion due to improper selection or positioning of components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿early or late postoperative infection and allergic reaction.¿ and ¿loosening or migration of the implants may occur.¿ this report is number 3 of 3 mdrs filed for the same event (reference (reference 1825034-2014-06742 / -06744).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2012 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, infection, fluid collection and/or possible pseudotumor, lack of mobility, loss of range of motion, difficulty in standing or ambulating, and loosening of component. A review of the invoice history confirmed the procedure dates and indicates the modular head and cup removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative report notes the presence of osteofibrosis, dry tissues, purulent fluid, yellowish discoloration, and osteophytes. There was no metallosis noted.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2012 and a revision procedure on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, infection, fluid collection and/or possible pseudotumor, lack of mobility, loss of range of motion, difficulty in standing or ambulating, and loosening of component. A review of the invoice history confirmed the procedure dates and indicates the modular head, cup, and stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.